Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after approximately 290 units of insulin was loaded into the cartridge. Customer declined loading a second cartridge. Blood glucose was 264 mg/dl. Customer reverted to using manual injections for insulin therapy.